Manufacturer narrative:
(B)(4).

Event description:
Lead management procedure to extract one non-functional mdt 6945 cardiac lead using a glidelight laser sheath. An svc tear occurred during the extraction of this rv lead. A sternotomy was performed; however the patient did not survive the intervention.